Event description:
Device 1 of 3. Reference MFR. Reports: 1627487-2013-19170 and 1627487-2013-19171. It was reported, the pt has pain, redness and swelling at the ipg site and she has a fever. The pt's lead was visible through her skin and her husband pulled the lead out. The pt also reported, the sys was not relieving her pain. The pt reported having pain around her waist when stimulation was on. The physician explanted the sys.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.